Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unexpected data error had occurred, unable to open database and user failed to login. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dsclientoltp database was corrupted. A technical support specialist had received the alert, stopped and disabled data sync and maintenance services, copied the database folder to a support directory, deleted the corrupted database, recreated the database and repaired the medapplication using powershell, then restarted and enabled the data sync and maintenance services. A full synchronization was performed, the database was re-encrypted via powershell, and the station was rebooted to confirm successful login to the cfnapp. The customer verified that the system was functioning correctly, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.